Manufacturer narrative:
All information provided by manufacturer and medwatch form received a partial lead with the lead tip measuring 47.1cm was returned. External insulation abrasion was found at 36.2- 36.4cm from the helix, consistent with lead friction to another device. The etfe coating was intact at the same location. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that in 2007 noise was observed and the pace/sense portion of the lead was replaced. This lead was then electively explanted during ICD replacement.